Event description:
It was reported that the patient had fallen a number of times and had been in and out of the emergency room. In addition, the patient had a ¿bunch of headaches here lately.¿ the patient got severe cluster headaches and the headaches were affected by the weather as well. Regarding the therapy, the caller stated over the past month or two, ¿sometimes it works and then it doesn¿t work.¿ a couple of days prior to report, the patient fell and hit his head and now ¿it¿s not doing much of anything.¿ the caller also mentioned that the patient had ¿back issues¿ in addition to the headaches. The patient had occipital stimulation. The caller stated the patient had not been back to see the doctor in over a year. Later, the patient was called and stated he did see a manufacturer's representative for his stimulator at the doctor¿s office and he did a little reprogramming and everything was great. The patient stated that the falls were related to a medication he was taking. His doctor adjusted that and he was much better. When asked if his back problems ere related to the stimulator or the headaches he stated, ¿no, that is a separate issue.¿ the patient stated he would be having some testing done on that in the future. The stimulator was helping his headaches.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).